Event description:
The recipient reportedly experienced pain at the implant site following surgery. The recipient also presented with eye blinking, bell's palsy, and thrush. The recipient was prescribed steroids which resolved the issues. The recipient's activation went well.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.